Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(4)): pump-flow rate-fast: fast flow/ infusion finished after 36 hours.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. We have informed our manufacturer accordingly. Reviewed the device history record (DHR) and there were no defect encountered during in process and final control inspection.

Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to bbm in (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).